Event description:
Updated information revealed that there has been no intervention, the patient's treatment is still being planned.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with s3 IFU was reviewed for instructions and guidance. Potential adverse events include structural valve deterioration and device degeneration. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration post implantation was unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 5 years and 6 months post implant of a 29mm sapien 3 valve in the aortic position, the valve was failing. The initial echo of the valve showed aortic stenosis and aortic insufficiency.' Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve with tissue calcification as a common failure mode. In this case, per additionally received clarification, patient had a history of diabetes, which is a known risk factor for developing bioprosthetic valve calcification. Calcified tissue may in turn contribute to the narrowing of effective valve area and impact proper leaflet coaptation due to leaflet thickening, leading to stenosis and aortic insufficiency, as reported. As such, available information suggests that patient factors (diabetes) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards field clinical specialist, approximately 5 years and 6 months post implant of a 29mm sapien 3 valve in the aortic position, the valve was failing. The initial echo of the valve showed aortic stenosis and aortic insufficiency (ai). Further evaluation of the patient is planned. No actions have been reported at the time of the report. The valve remains implanted in the patient at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A supplemental report is being submitted per updated information on the patient's status. The following sections of this report have been updated: section b5 (describe event or problem), b7 (other relevant history) and h10 (narrative/data). After an administrative review, further investigation of this event revealed that the valve-in-valve procedure was previously reported under manufacturer report no. 2015691-2023-12019. Report no. 2015691-2023-12019 will be retracted. As such, the information submitted under manufacturer report no. 2015691-2023-12019 is a duplicate report. Any additional information pertaining to the reported event will be submitted under manufacturer report no. 2015691-2023-10095. Investigation is ongoing.

Event description:
Updated information revealed that approximately 5 years and 9 months post tavr the patient received a 2nd 29mm sapien 3 valve. The patient presents with prosthetic aortic valve stenosis and regurgitation and is a high surgical risk candidate. The 29mm sapien 3 valve was successfully implanted. Post echo revealed that the valve appeared to be functioning. The patient was stable and transferred for post management care. Upon review of medical records, an echo (tte) pre-valve-in-valve procedure revealed aortic valve area (ava) of 0.87 cm2 with a peak gradient of 28.6 and mean gradient of 14.8mmhg. An echo post procedure revealed an ava of 1.79cm2 with a mean gradient of 4mmhg.